Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a five (5) 250ml exactamix eva tpn bags leaked from the center port. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, 5 companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed on two randomly selected bags and no leaks were observed. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.